Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cuase of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 5 months after a coronary drug eluting stenting treatment procedure, the patient experienced retrosternal pain, dyspnea, nausea and was admitted to the hospital. The patient was treated in 2006, exact date unknown, with pci to the right coronary artery. The patient returned to the ER in 2007 with complaints of chest pain, dyspnea, nausea and vomiting. Upon arrival to the ER, the patient was asymptomatic without ECG typical signs of ischemia and 0.15ng/ml troponin (highest 0.2). The patient was hospitalized and future strategies were discused. The patient was discharged 4 days later with resolution of the patient's symptoms. In the opinion of the physician, the patient's symptoms were possibly related to the taxus express2.